Event description:
The customer alleged an error code that suggests that the ventilator became inoperative while in pt use. No pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.